Manufacturer narrative:
Follow-up # 1 device evaluation the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. Follow-up # 1 device evaluation in addition, performance testing with blood was performed on the retain test strips. The retain test strips passed performance testing. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch ultra2 meter read inaccurately high compared to a onetouch verio2 meter. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged inaccuracy issue first occurred at an unspecified time on (B)(6) 2015. At this time the patient obtained blood glucose readings of "156 and 159mg/dl" with the subject meter and "100 and 109mg/dl" on the other meter within 30 minutes of one another. The patient manages their diabetes by self-adjusting their insulin dosage and did not make any changes to their usual diabetes management regimen as a result of the alleged product issue. At 9:15am the same morning, after the alleged inaccurate results were obtained, the patient felt "dizzy and "fainted" on the street. A nurse who was in the street measured the patient's blood glucose on their own, unknown, meter and obtained a result of "40mg/dl" in response to this result the nurse gave the patient sugar and called the emergency medical services (ems). The ems arrived and the patient was taken in to hospital at 9:45am where they spent the day being observed by the medical staff. The patient did not mention any further treatment which was received at the hospital in relation to their diabetes, and they were released from the hospital at 6pm the same day. At the time of troubleshooting the csr noted that the correct unit of measure was set on the subject meter and the patient did not have control solution available to test on the subject meter. The patient's products were requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began. In addition, the patient required medical intervention from a healthcare professional as a result of this.